Event description:
It was found that an alert sound was heard above the svc coil impedance of the linox ICD shock lead manufactured by biotronik. When the lead impedance value was measured manually, "> 200 o" was displayed despite repeated measurements. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).